Manufacturer narrative:
Zimvie complaint number: (B)(4).

Event description:
It was reported that during implant surgery and after implant placement, when picking up the cover screw to place it in patient's mouth, it disengaged and fell down. Doctor decided to remove the already placed implant and place another implant.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. One 3i t3 non-platform switched tapered implant 3.25 x 10mm (bost3210) was returned without the reported cover screw. Visual/physical evaluation of the as returned product identified no apparent signs of malfunction. Based on the evaluation, device malfunction has not occurred for the implant and could not be verified for the cover screw. There is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported event. Monthly post market trending review identified no actionable events or corrective actions for the reported event or device. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the device was within specifications and conforming when it left zimvie. DHR review for the lot (2022031470) revealed no deviations nor non-conformances which could have caused or contributed to the reported event. Complaint history review was performed for the reported lot number (2022031470) for similar events (complaint category keywords: functional: disengaged) and no other complaint was identified. Functional testing was performed with an in-house cover screw. No malfunction was identified. The reported event could not be recreated. A definitive root cause could not be determined. However, based on the investigation, risk review and IFU, the most likely cause determined from the investigation is improper techniques used during placement. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.